Event description:
The hcp reported the pt presented in 2003 with signs of an infection of the device pocket. These included redness and drainage. A culture of the device pocket was positive for staph aureus. The pt was treated with oral antibiotics and the pump was removed. The pt outcome post explant was not reported.